Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that there was no pressure [carbon dioxide] in the cartridge. The user tested the patency of both catheters. After this was successful, she disposed of it because the patient was infectious. The cook sales representative test deployed the device and it did not spray. When deactivating, no co2 [carbon dioxide] escaped. The device had no visible damage. Another hemospray device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge however, per the description of event the device was previously deactivated for shipment. Loose powder was present within the tray and within the device nozzle. A reddish substance was noted on the handle near the device nozzle. The device did not spray as intended as returned. The co2 cartridge was fully punctured. An audible discharge was not heard upon deactivation of the co2 cartridge. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob, the device began spraying nonstop, without pressing the red button, immediately when the switch was turned to the "on" position. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber. Loose powder was also present in the back tube connecting the powder chamber to the low pressure valve. No clumps were found in either tube. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and evaluated. The valve components were reviewed and it was found that an additional small, orange, o-ring was contained in the valve, the 2 small o-rings were stacked on top of one another with the top having a clear impression of the black actuator left on the surface of the o-ring. This is the most likely cause resulting in the valve remaining open due to the additional o-ring. No other anomalies were observed. For further evaluation a low pressure valve from our shelf stock was altered to reproduce this nonconformance (another o-ring was added to the valve) and submitted for leakage testing at iqc. The replicate nonconforming component failed the leakage testing during the occlusion test which aligns with resulting nonstop flow of co2. It is unknown how the original nonconforming component passed leakage testing as this is a 100% inspection and while we may attempt to reproduce the nonconforming component, the exact conditions and state of the piece cannot be perfectly replicated. The iqc record was reviewed of the 4000 incoming pieces from this raw material lot only 2 failed leakage testing with 100% inspection. The nonconformance documentation supports the affected components were dispositioned appropriately prior to release of this raw material lot. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. An additional o-ring was present in the low pressure valve resulting in nonstop flow of co2. This nonstop flow of co2 likely resulted in co2 pressure escaping prior to the user attempting to spray the device resulting in the reported inability to spray powder. The supplier has been informed of this observation for their awareness. However, since this valve was manufactured the supplier has relocated to a new facility with new personnel. It is unknown how the nonconforming component passed leakage testing as this is a 100% inspection as the exact conditions and state of the piece as received cannot be perfectly replicated. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section g: 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that there was no pressure [carbon dioxide] in the cartridge. The user tested the patency of both catheters. After this was successful, she disposed of it because the patient was infectious. The cook sales representative test deployed the device and it did not spray. When deactivating, no co2 [carbon dioxide] escaped. The device had no visible damage. Another hemospray device was used to complete the procedure.